Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a catheter leak was confirmed and the cause appears to be use related. The product returned for evaluation was 4 fr s/l groshong PICC. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed between the 46cm and 47cm depth markers. The catheter split was typical of flexural fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. 'C' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. A lot history review (lhr) of rezi0437 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (rezi0437) have been reported from the same facility in (B)(4).

Event description:
It was reported by doctor that the patient was an oncological surgical patient and accepted catheter implantation on the right elbow under ultrasound. The catheter was implanted into basilic vein with the implantation length of 48cm. The implantation process was smooth. Leakage occurred when transfusion was conducted on the patient on the third day after the implantation. On (B)(6) 2016 - during decontamination of the returned sample, the leak was discovered between the 46-47cm depth marking. The facility reported the implantation length to be to the 48 cm depth marking. The leak was subcutaneous.